Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported that 2 infusion sites replaced while troubleshooting high glucose. The glucose got up to over 200mg per dl with one and 310mg per dl with the other site. They reported that the cannulas appeared bent when they were removed. After changing the infusion site and giving an injection of humalog, the patient's glucose came back into range. The glucose was 125mg per dl per halo. No patient harm or no patient injury.